Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the ¿weird problems¿, clarified as not sleeping, were resolved after changing programs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient has been experiencing a burning sensation around the ins incision site. The patient stated that the site looked pretty irritated but then started looking a little better. The patient reported experiencing a strange pain that she was feeling in her leg while standing. The patient stated that it was really uncomfortable and lasted for a bit but then went away the same day. The patient went to her healthcare provider (hcp) and he said everything looked fine and to call medtronic. The patient tried turning stimulation off last night and it hasn't helped. The patient inquired if it might be her I-watch causing this. The patient reported that since the day she had the device implanted she has had insomnia and is wondering if this could be related. The patient stated that it's not the stimulation that is keeping her awake, she just isn't tired. The patient reported that there have been at least 6-10 days where she went without sleeping at night time. The patient noted that if she does go to bed it's around 3:30-4, and in order to sleep, she has to self medicate herself and she never had to do this before. The patient reported that when she had the permanent implant put in, her blood pressure was really low and they had a hard time waking her up. Patient services walked the patient through how to switch programs. The patient switched from p1 to p2 and increased to a comfortable level. The patient reported that she was trained under anesthesia and doesn't remember how to use the patient programmer (pp). Patient services walked through button use and icon meaning. No further complications were anticipated/reported.